Event description:
Investigation completed and summary in h 10.

Manufacturer narrative:
Other text: investigation completed on a smiths medical fluid warming level 1 hotline low flow systems - hl-90 complaint of temperature fluctuation was not recognized during investigation as the report was investigation indicated alarm no sounding . When testing was done, no fault could be found. Could not duplicate event. Also repairs included: : float switch, pump, enclosure, tank cover, front cover, heater, interlock block, plate clip, and line cord. Also upgraded the pcb, power switch, and retainer under CAPA#2012-05-002. Performed pm

Event description:
Information was received indicating that a smiths medical fluid warmer's temperature drifts. There were no reported adverse events.